Event description:
It was reported that prior to starting da vinci surgical procedure, it was noted that the wire at the end of the fenestrated bipolar forceps instrument was bent. There was no report that any piece(s) from the instrument fell into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable is frayed at the proximal clevis hub. The clevis does not exhibit any wear. The other cables at the wrist are not damaged. Failure analysis investigation also found that the grip base of the bipolar yaw pulley exhibited evidence of charring. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.